Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber and the tip of the fiber burned at 115,000 joules. No pt injury was reported. The device was not returned for eval.